Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, when the protective sheath was removed, the stent was dislodged completely off of the balloon. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was fluid visible in the guide wire lumen. The stent implant was returned on the stylet and partially in the protective sheath. The middle of the stent implant, rows 7, 8, 9 distal to the proximal end of the stent implant were flattened. The ballooned was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the distal shaft. There was a kink in the proximal shaft 6 cm distal to the strain relief tubing. The tip seal was measured and met mfg criteria. The tip seal length was 1mm. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria. Product performance engineering reviewed the incident info. Analysis of the sds confirmed that the stent was dislodged from the balloon and returned partially inside the protective sheath, on the stylet. Stent dislodgment during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. The middle to the proximal part of the stent was noted as flattened, although the stent outer diameter dimensions still met mfg criteria. This damage was not reported; however, may have occurred during sheath removal, though this cannot be confirmed. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The inner diameter dimension of the protective sheath also met mfg specification. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, also indicating the units had an adequate crimp. In this case, the reported stent dislodgement appears to be related to the operational context of the device and not a product quality issue. A kink in the proximal shaft was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. This MDR is considered closed by the product performance group.